Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9: corrected device returning from yes to no.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery with moderate calcification and moderate tortuosity. The 2.5x23 mm xience alpine stent delivery system (sds) failed to reach the lesion and the hub at the proximal end was separated. The separated portion was simply withdrawn. The calcification was further modified and another drug eluting stent was successfully used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.